Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013, ist inr = 1.5, 2nd inr = 5.4, 3rd inr = 6.6, mean = 4.50, sd = 2.67, %cv = 59.3. Since % cv is more than 20%, the test failed the criteria for precision. In-house therapeutic donor testing has been performed on reported lot 297454 on (B)(4) 2013. Results as follows: donor: (B)(4), inratio: 2.7, inratio: 2.6, inratio: 2.6, ref.: 2.53, bias thresh.: 1.53 - 3.53, %cv: 2.19; 215, 2.5, 2.8, 2.39, 1.39 - 3.39, 6.66. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #297454 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)); no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant precision results. Results as follows: date: (B)(6) 2013, inratio: 1.5, repeat1: 5.4, repeat2: 6.6. Time between testing was reported as 10 minutes. Patient's therapeutic range is 2.0 - 3.0.